Event description:
On (B)(6) 2011, the pt's mother reported one day ago, the pt experienced a bent infusion set cannula and he has been experienced elevated blood glucose of 400 mg/dl. His normal blood glucose level is 100 mg/dl. The pt injects insulin via syringe to lower his blood glucose. He inserts the headsets manually. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.